Event description:
A call to technical services was made on 10/03/2013 stating that this lead was part of the system that was explanted on (B)(6) 2013 due to infection. Patient came into office with erosion of pocket and was explanted and family declined replacement with another device. This lead was implanted on (B)(6) 2003. The physician was (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).